Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an 8mm x 30mm precise pro rx nitinol carotid stent was released prematurely during flushing. Another device was used to complete the procedure. There was no reported patient injury. The user was trained on the device, and the device was stored and prepared per the instructions for use (IFU). The device was inspected before use, and no abnormalities were observed with the stent, delivery system, handle, sheath, or packaging prior to use. The stent was partially released. It was reported that the stent was released from the delivery system unintentionally, or movement of the stent within the delivery system was observed. The safety lock, deployment mechanism, or release component was not manipulated before the premature release occurred. No resistance, unusual movement, looseness, or abnormal function was noted before the premature release. Flushing was performed through the correct port according to the IFU. Excessive force or pressure was not applied during flushing. The device was removed from the hoop or packaging in the standard manner. The delivery system was not kinked, bent, twisted, stretched, compressed, or otherwise damaged before or during flushing. The procedure was not delayed or prolonged due to the premature release. The device will be returned for evaluation.